Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the first cubie drawer (drawer 2) was causing a power issue. The field service engineer disconnected the first cubie drawer (drawer 2). After the disconnection, the station was powered on successfully. Drawer 2 was marked as failed due to being disconnected. The rest of the station functions normally. The call was postponed to later in the morning for further action or replacement. Then fse found the issue was isolated to drawer 2-2. Specifically, the drawer board in drawer 2-2 was faulty. The drawer board in drawer 2-2 was replaced, which resolved the issue and allowed the station to boot normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not powering on and displayed on a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.